Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 5141610.

Event description:
It was reported that the patient had an infection and drainage were noted at both the ipg and lead sites. The patient was also experiencing pain at the battery site. Symptom of infection was discharge at the affected sites. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were not returned to bsn as they were kept by the medical facility.